Event description:
Consumer states the seat is close to the tiller and she is bumping her knees.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. No injury or medical intervention were reported.